Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to loose/flush drive support disk. The insulin pump was received with scratched lcd window. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported that the drive support cap was protruded and he has pushed it back in. The blood glucose reading was 132mg/dl. Troubleshooting was performed. Reminded customer not to manipulate or push on the drive support cap while connected. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.